Event description:
Event description boston scientific received information that this right ventricular lead triggered a lead safety switch to occur, as a result of high impedance values. The device could only be programmed to bipolr configuration. A technical service consultant was contacted. No adverse patient effects were noted.